Event description:
It was reported that: "the physician was treating a small acomm aneurysm. We successfully deployed a 2x6 optima ss. We went for a second coil 1x3cm to finish it. Once we had the coil seated where we wanted it in the aneurysm, we attempted to detach. The first time we got red/green. We took the handle off and wiped down the gold connector. The coil then showed the green light and made the correct audible tones. Upon removing the pusher wire, it appeared there was still a filar that was attached. This resulted in pulling part of the coil out of the aneurym and into the parent vessel. The coil then completely detatched from the filar it was hanging on by, leaving part of the coil in the parent vessel. We ended up going with one more coil, a 1x2 optima ss and had to place a 3x21 atlas stent." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4).. Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference#: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed only the introducer sheath was included with the device return. We observed the delivery pusher and implant coil were not returned. We observed the returned introducer sheath was covered in blood. We observed no visual damage to the returned introducer sheath. Root cause of the reported detachment issues could not be determined due to the incomplete device return. During our evaluation, we observed only the introducer sheath was included with the device return. Without the return of the delivery pusher used during the event, further testing of the internal electrical circuit could not be performed. Review of the manufacturing records indicate that the unit passed final inspection of the coil system, which indicates that coil system was free from damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number: f250300315 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating a small acomm aneurysm. We successfully deployed a 2x6 optima ss. We went for a second coil 1x3cm to finish it. Once we had the coil seated where we wanted it in the aneurysm, we attempted to detach. The first time we got red/green. We took the handle off and wiped down the gold connector. The coil then showed the green light and made the correct audible tones. Upon removing the pusher wire, it appeared there was still a filar that was attached. This resulted in pulling part of the coil out of the aneurym and into the parent vessel. The coil then completely detached from the filar it was hanging on by, leaving part of the coil in the parent vessel. We ended up going with one more coil, a 1x2 optima ss and had to place a 3x21 atlas stent." Incident report form submitted for this complaint indicates that no patient injury was sustained.